Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with a hi-torque (ht) balance middleweight (bmw) universal (u) ii guide wire. The tip of the ht bmw u ii guide wire was shaped and then was inserted into the unspecified introduced sheath, met resistance with the introducer sheath during advancement and became stuck. The decision was made to remove the ht bmw u ii guide wire from the anatomy. Resistance was met with the introducer sheath during removal and force was applied to facilitate removal. The physician suspected the guide wire tip may have become hooked on the introducer sheath and became damaged. However, upon removal from the anatomy, no damage to the guide wire was observed. A new ht bmw u ii guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to position and difficult to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.